Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an unspecified mentor saline breast prosthesis was received without the fill kit. As a result, the end user had to select a different implant to use. There was no patient involvement.

Manufacturer narrative:
On 4/2/19, it was reported to mentor that the affected product was saline mentor siltex contour profile high 350cc, catalog 3542712, lot number 7374194, product was discarded. Manufacturer reference number: (B)(4).